Event description:
The pt experienced a shocking or jolting sensation after being "wanded" at a (B) (6). She had an increased pain across her back and increase of symptoms. It was also noted that she could not adjust her stimulation even when the antennae was attached to the pt programmer. It was discovered that pt's therapy was off and her device was turned it back on. She was able to feel the stimulation when adjusted to 0.7 volts. Further info was requested.

Manufacturer narrative:
(B) (4).